Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during the (unspecified) procedure, the image disappeared for a short time, it returned immediately, however, the user quickly replaced the camera head with a similar (same) device, and completed the operation without problems or consequences for the patient.

Event description:
It was reported, during the (unspecified) procedure, the image disappeared for a short time, it returned immediately, however, the user quickly replaced the camera head with a similar (same) device, and completed the operation without problems or consequences for the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8; d9; h2; h3; h4; h6; h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the report of "image temporarily disappears" was due to damage on the cable unit. A device history record - DHR was conducted, and no issues were identified. The event can be detected/prevented by following the instructions for use which state: never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed¿. Olympus will continue to monitor field performance for this device.